Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving gablofen (500 mcg/ml at 124.99 mcg/day) via an implantable infusion pump. The indications for use were noted to be intractable spasticity and post spinal cord injury. It was reported that the representative was notified on (B)(6) 2018 of a pump revision with no specifics. When he got to the case on (B)(6) 2018, he was notified by the patient that the pump had been moving around in the pocket and possibly flipping. When the hcp opened the pocket, the pump was in a mesh pouch and in proper alignment. The hcp was able to aspirate the catheter without difficulty. It was noted "pump loose/movement/migration was reported." Additional information received on (B)(6) 2018 from the representative indicated that a pump flip was not confirmed. The pump was moved from the patient's abdomen to their back to resolve the movement. The patient's weight was unknown. No further complications were reported.